Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly calcified coronary artery. A 10mm x 2mm flextome cutting balloon was used to dilate the target lesion. During procedure at fourth inflation, it was noted that balloon ruptured at 6 atmospheres. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.